Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where items were not populating. A technical support specialist (tss) remotely accessed the system, performed a reverse synchronization, and identified that the issue was related to a database synchronization failure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower none of the items in mql were crossing over to the cabinet. However, there were no delays or adverse events or injuries reported based on this event.